Event description:
It was reported that the zimmer electric dermatome would not run. There was no report of pt injury associated with the event.

Manufacturer narrative:
Beginning 05/31/2012, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customer were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured on 10/04/2011 and has no repair history at zimmer surgical. Upon return, the device did not display any damage. Eval of the device observed that the motor would not run. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left side and th side to side calibration specifications. The case is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.